Event description:
According to the reporter, the device powered off by itself during the daily test. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio tightened the connector pins in the battery wells and then observed proper device operation through functional and performance testing. Root cause for the reported problem was a loose battery connection to the device due to loose battery pins. This information was reviewed with the customer and the device was returned to the customer for use.